Event description:
Failure of equipment that the manufacturer field correction update (from 12/2023, philips) has not been addressed. The manufacture was notified in the past about this intermittent issue, but hasn't been around to address it. The unit failed in the middle of the case. No harm was done to do the patient, just that the procedure (pacemaker implant) had to be delayed until the unit returned itself to working order after restarting it. This isn't the first time this has happened. The unit was evaluated by the biomedical engineering department and it was determined that the issue was one of the symptoms of philips urgent medical device correction (philips number 2023-igt-bst-027). Philips was notified of this, to which they remotely logged in and verified that the issue was applicable to their device correction, but so far has done nothing. Several calls were place to philips about this, all of which resulted in nothing. We have had this exact issue (and also some others pertinent to this correction) in the past on all three of our products falling under this manufacturer/model.